Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's age and weight are unknown. The model # was not provided.

Event description:
The customer called for help with her contour plus meter. While troubleshooting during the call, the customer ran a blood test on her meter and obtained a reading of 533 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.